Event description:
Reporter alleged discrepant blood glucose results of 165 mg/dl back to back with a result of 490 mg/dl when testing was performed 2 minutes apart on the aviva system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Aviva system: meter and aviva test strip lot number 300284 with an expiration date of 12-31-2007.

Manufacturer narrative:
The suspect product is the aviva test strips.